Event description:
It was reported that a guidewire detachment occurred. A rotawire drive and a rotablator rotational atherectomy system were selected for use. During the procedure, the guidewire detached. The detached portion of the guidewire remained in the patient and was crimped with a stent. There were no patient complications and the patient's status was stable